Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into the insulin pump. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the area on the battery side was cracked; starting where the clip goes in and meets up to the battery are. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. No damage on the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.